Manufacturer narrative:
Results = are based on user facility info and examination of the returned sample; is based on reserve samples tested. Conclusions - is based upon eval of the returned sample and user facility info; is based on testing of reserve samples and review of quality records. The involved device and 2 unopened samples were returned and evaluated. Visual examination confirmed that the catheter tubing had been separated from the hub assembly of the involved sample. Retention samples from the same lot and the 2 unopened samples were examined and tested for catheter tubing retention force. In addition, samples from the previous, subsequent and the current production lots were tested. All samples tested were confirmed to be properly assembled and met the performance specifications for catheter tubing retention force. The fact that the catheter had been used for several hours without any difficulty minimizes the potential that the incident was related to a pre-existing device defect. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no indication that there was any relation to a device defect or malfunction. All available info has been placed on file in qa for tracking, trending, and follow up.